Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up the user facility and was informed that the subject device tested positive for pseudomonas aeruginosa, stenotrophomonas maltophilia (2cfu/100ml in total) and unspecified bacteria (8cfu/100ml) in additional microbiological culturing test by the user facility. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for following microorganisms and the test result was defined as alert level in the french guideline. - the biopsy channel:bacillus spp. Mesophylls(4cfu/100ml) - the air/water channel:staphylococcus coagulase negative(13cfu/100ml) the evaluation by ofr confirmed that there were scratches and sediments within the biopsy channel. The other channels were wear and tear. Ofr will offer the user facility a repair (replacement of the channels).

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility, the subject device tested positive for pseudomonas aeruginosa(>100cfu/100ml). The facility disinfected the subject device using peracetic acid. There was no report of infection associated with this report.